Event description:
Amiodarone gtt was ordered on a patient. About 20 min after hanging the drip, nurse went back into the room and noticed that the bag was completely empty. 2 rns in to assess and noted that the pump was correctly programmed and the bag was dry. Patient was closely monitored after receiving a bolus off of the gtt bag. Pump taken out of service, requisition entered for service and item was case called.